Manufacturer narrative:
.

Event description:
Aseptic loosening / osteolysis polarstem. Revision performed due to aseptic loosening of the polarcup. Treatment: surgical procedure/revision surgery; outcome of complication: recovered/resolved.